Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date in the same month as the onset, the patient was treated with injection reflin (given intraperitoneally (ip), 1 gram, frequency not reported) and injection fortum (given ip, 1 gram, frequency not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.